Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self test performed on (B)(6)2022. Repeat testing was performed on (B)(6)2022 and generated a negative result. Confirmation testing was performed on (B)(6)2022 with an unknown platform and generated a positive result. The customer stated that he/she was symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trends are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.